Event description:
It was reported that the patient had been seen by the emt (emergency medical team) with hypoglycemia. The patient's blood glucose levels reached 28 mg/dl while wearing the pod between 4 and 24 hours. The patient was treated with an IV (intravenous) and a glucose solution. The patient was released the same day. The pod was removed and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.